Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their healthcare provider office wants to know if the implanted neurostimulators are still in operation and implanted in their body. Patient stated they have not had access to the implanted system in a very long time. Pt stated the last time they were at the healthcare provider (hcp) office the manufacturer representative (rep)  told the patient that there is nothing in their body that could be causing an electric shock. Patient stated they were feeling shocks. Patient was asked if they had any surgical procedures to have the implanted devices taken out and patient stated they cannot remember. Their previous hcp is no longer in the practice and quit doing the surgery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.